Event description:
Complainant alleged that during biomed testing, the device was unable to select an energy level. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.